Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when the da-mc ribbon is flexed, the unit goes vent inop. Patient involvement is unknown.

Manufacturer narrative:
Patient/user involvement: patient involvement unknown. Follow up attempts were made to obtain patient information from the customer. If information is received, the complaint will be updated. Resolution and disposition: follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.